Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lumbar pain") and allergy to metals ("allergy to nickel") in a 52-year-old female patient who had essure (batch no. 772491) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain ("pain in the entire body"), sciatica ("sciatic problem in the back"), dysmenorrhoea ("very painful menstruations"), fatigue ("significant fatigue"), arthralgia ("articular pain"), myalgia ("muscular pain"), tendonitis ("several tendinitis"), asthenia ("no energy") and pruritus ("burns and itching in the entire body"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, allergy to metals, pain, sciatica, dysmenorrhoea, fatigue, fibromyalgia, arthralgia, myalgia, tendonitis, asthenia and pruritus outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, back pain, dysmenorrhoea, fatigue, fibromyalgia, myalgia, pain, pruritus, sciatica and tendonitis to be related to essure. The reporter commented: she had a sick leave in 2014. Symptoms worsened and she learnt about the adverse events under essure last summer. The patient was worried due to the intervention. She hoped to live again and that pain resolved. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: retarded hypersensitivity to nickel. Diagnostic results: the patient was allergic to nickel (confirmed by allergic test). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information from deleted (B)(4) (MFR 2951250-2019-00518) will be added into this case: the pharmacist reported new event "lumbar pain".the allergy test performed found retarded hypersensitivity to nickel. Start and stop dates of essure treatment were updated; removal of essure was also reported. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 18-oct-2017. The most recent information was received on 16-jul-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('lumbar pain'), allergy to metals ('allergy to nickel'), device breakage ('essure fragments detected on x-ray') and pelvic pain ('pelvic pain') in a 52-year-old female patient who had essure (batch no. 772491) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain ("pain in the entire body"), sciatica ("sciatic problem in the back"), dysmenorrhoea ("very painful menstruations"), fatigue ("significant fatigue"), arthralgia ("articular pain"), myalgia ("muscular pain"), tendonitis ("several tendinitis"), asthenia ("no energy") and pruritus ("burns and itching in the entire body"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), thermal burn ("burns"), insomnia ("insomnia") and complication of device removal ("essure fragments detected on x-ray"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, allergy to metals, pelvic pain, pain, sciatica, dysmenorrhoea, fatigue, fibromyalgia, arthralgia, myalgia, tendonitis, asthenia, pruritus, thermal burn, insomnia and complication of device removal outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, back pain, complication of device removal, device breakage, dysmenorrhoea, fatigue, fibromyalgia, insomnia, myalgia, pain, pelvic pain, pruritus, sciatica, tendonitis and thermal burn to be related to essure. The reporter commented: she had a sick leave in 2014. Symptoms worsened and she learnt about the adverse events under essure last summer. The patient was worried due to the intervention. She hoped to live again and that pain resolved. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: retarded hypersensitivity to nickel. X-ray - on an unknown date: essure fragments detected. Diagnostic results: the patient was allergic to nickel (confirmed by allergic test). Lot number: 772491 manufacturing date: 2010/08 expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-jul-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('lumbar pain'), allergy to metals ('allergy to nickel'), device breakage ('essure fragments detected on x-ray') and pelvic pain ('pelvic pain') in a 52-year-old female patient who had essure (batch no. 772491) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain ("pain in the entire body"), sciatica ("sciatic problem in the back"), dysmenorrhoea ("very painful menstruations"), fatigue ("significant fatigue"), arthralgia ("articular pain"), myalgia ("muscular pain"), tendonitis ("several tendinitis"), asthenia ("no energy") and pruritus ("burns and itching in the entire body"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), thermal burn ("burns"), insomnia ("insomnia") and complication of device removal ("essure fragments detected on x-ray"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, allergy to metals, pelvic pain, pain, sciatica, dysmenorrhoea, fatigue, fibromyalgia, arthralgia, myalgia, tendonitis, asthenia, pruritus, thermal burn, insomnia and complication of device removal outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, back pain, complication of device removal, device breakage, dysmenorrhoea, fatigue, fibromyalgia, insomnia, myalgia, pain, pelvic pain, pruritus, sciatica, tendonitis and thermal burn to be related to essure. The reporter commented: she had a sick leave in 2014. Symptoms worsened and she learnt about the adverse events under essure last summer. The patient was worried due to the intervention. She hoped to live again and that pain resolved. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: retarded hypersensitivity to nickel. X-ray - on an unknown date: essure fragments detected. Diagnostic results: the patient was allergic to nickel (confirmed by allergic test). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information from duplicate case (B)(4) has been transferred to this present case, including: date of birth, lab test, essure insertion/removal dates updated, events pelvic pain, essure fragments detected on x-ray, burns and insomnia added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-oct-2017. The most recent information was received on 22-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel'), device breakage ('essure fragments detected on x-ray'), pelvic pain ('pelvic pain') and multiple episodes of back pain ('lumbar pain') in a 52-year-old female patient who had essure (batch no. 772491) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine abrasion on (B)(6) 2010, endometritis on (B)(6) 2010, arthroscopy in 2010, nickel sensitivity and tobacco user. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("significant fatigue"), myalgia ("muscular pain"), pruritus ("burns and itching in the entire body"), thermal burn ("burns") and insomnia ("insomnia"). In 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain ("pain in the entire body"), sciatica ("sciatic problem in the back"), dysmenorrhoea ("very painful menstruations"), arthralgia ("articular pain / pain in the left ankle"), tendonitis ("several tendinitis") and asthenia ("no energy"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced paraesthesia ("burning-type paresthesia"), 5 years 10 months after insertion of essure. On (B)(6) 2020, the patient experienced the first episode of back pain ("lumbar pain") and gait disturbance ("pain and pain in left ankle causing limping") and was found to have weight increased ("recent weight gain of 10 kg"). On an unknown date, the patient experienced the second episode of back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("essure fragments detected on x-ray"). The patient was treated with amitriptyline hydrochloride (laroxyl), levocarnitine (levocarnil) and surgery (bilateral salpingectomy via laparoscopy and bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of back pain, allergy to metals, pelvic pain, pain, sciatica, dysmenorrhoea, fatigue, fibromyalgia, arthralgia, myalgia, tendonitis, asthenia, pruritus, thermal burn, complication of device removal, paraesthesia, gait disturbance and weight increased outcome was unknown and the insomnia was resolving. The reporter considered allergy to metals, arthralgia, asthenia, complication of device removal, device breakage, dysmenorrhoea, fatigue, fibromyalgia, gait disturbance, insomnia, myalgia, pain, paraesthesia, pelvic pain, pruritus, sciatica, tendonitis, thermal burn, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she had a sick leave in 2014. Symptoms worsened and she learnt about the adverse events under essure last summer. The patient was worried due to the intervention. She hoped to live again and that pain resolved. On (B)(6) 2020 she reported she was currently treated with laroxyl which improved her sleep. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: retarded hypersensitivity to nickel. Magnetic resonance imaging - on (B)(6) 2019: pelvis showed no thickening of endometrium, but features suggesting adenomyosis; on (B)(6) 2019: pelvis showed presence of adenomyosis.. X-ray - on (B)(6) 2017: presence of small metallic fragments adjacent to the left and right uterine areas. Diagnostic results: the patient was allergic to nickel (confirmed by allergic test). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2020: the following informantion were added: lawyer and potential legal case on reporter; polyp curettage, endometritis with polypoid secretory endometrium, arthroscopy, nickel allergy , tobacco user on medical history; magnetic resonance imagin, x-ray on lab date; levocarnil and laroxyl on product; paresthesia pt, back pain pt, gait disturbance pt, weight increased pt on event; onset date was added to pelvic pain pt, thermal burn pt, insomnia pt; pain in the ledt ankle was added to event articular pain, arthralgia pt; on (B)(6) 2020 she was currently treated with laroxyl which improved her sleep was added on report causality comment.the following exchanged were done: x-ray results was exchanged from essure fragragment detect to presence of small metallic fragments adjacent to the left and right uterine areas; stop date/date explanted were exchanged from (B)(6) 2017 to (B)(6) 2017; duration of regime was exchanged from 5 years 11 momths 1 day to 6 years 11 months 1 day; onset date was exchanged from 2012 to 2011 on events fatigue pt, pruritus pt, myalgia pt. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 18-oct-2017. The most recent information was received on 11-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragments detected on x-ray'), pelvic pain ('pelvic pain'), allergy to metals ('allergy to nickel / skin allergy with nickel') and multiple episodes of back pain ('lumbar pain') in a 52-year-old female patient who had essure (batch no. 772491) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis on (B)(6) 2010, uterine polypectomy on (B)(6) 2010, arthroscopy (left ankle ligament tear (not due to trauma)) on (B)(6) 2010, pregnancy in 1991, caesarean section (due to breech position) in 1991, amygdalotomy in 1974, nickel sensitivity, tobacco user (10 to 15 cigarettes per day, for 25 years) and pollen allergy (eye and nose). Previously administered products included for an unreported indication: intra-uterine device (not specified) until (B)(6) 2010. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("significant fatigue"), myalgia ("muscular pain / disabling myalgia / chronic muscle pain"), thermal burn ("burns") and insomnia ("insomnia"). In 2012, the patient experienced pain ("pain in the entire body"), sciatica ("sciatic problem in the back"), dysmenorrhoea ("very painful menstruations"), arthralgia ("articular pain / pain in the left ankle"), tendonitis ("several tendinitis") and asthenia ("no energy / marked asthenia"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced burning sensation ("burning-type paresthesia"), 5 years 10 months after insertion of essure. In 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and pruritus ("burns and itching in the entire body / skin allergy with nickel / generalized pruritus"). On (B)(6) 2019, the patient experienced mixed anxiety and depressive disorder ("anxio-depressive syndrome"). On (B)(6) 2020, the patient experienced the first episode of back pain ("lumbar pain") and gait disturbance ("pain and pain in left ankle causing limping / difficulty in moving") and was found to have weight increased ("recent weight gain of 10 kg"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), the second episode of back pain (seriousness criteria medically significant and intervention required), complication of device removal ("essure fragments detected on x-ray"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), cognitive disorder ("minor cognitive disorders"), menometrorrhagia ("menometrorrhagia") and menopause ("menopause"). The patient was treated with amitriptyline hydrochloride (laroxyl), levocarnitine (levocarnil) and surgery (bilateral salpingectomy via laparoscopy and bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, the last episode of back pain, pain, sciatica, dysmenorrhoea, fatigue, fibromyalgia, arthralgia, myalgia, tendonitis, asthenia, pruritus, thermal burn, complication of device removal, burning sensation, gait disturbance, weight increased, amnesia, dyspareunia, mixed anxiety and depressive disorder, cognitive disorder, menometrorrhagia and menopause outcome was unknown and the insomnia was resolving. The reporter considered allergy to metals, amnesia, arthralgia, asthenia, burning sensation, cognitive disorder, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, insomnia, menometrorrhagia, menopause, mixed anxiety and depressive disorder, myalgia, pain, pelvic pain, pruritus, sciatica, tendonitis, thermal burn, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she had a sick leave in 2014. Symptoms worsened and she learnt about the adverse events under essure last summer. The patient was worried due to the intervention. She hoped to live again, and that pain resolved. No change in clinical symptoms after the removal of essure in (B)(6) 2017 by bilateral salpingectomy. Since (B)(6) -2018, her symptoms were stable. She refused to undergo a hysterectomy. The remaining fragment of essure did not contain nickel but platinum. On (B)(6) 2019, a slight anxio-depressive syndrome was diagnosed. On (B)(6) 2020 she reported that was currently treated with laroxyl, which improved her sleep. On (B)(6) 2020, no bone lesion in the ankle. Medical expertise dated (B)(6) 2020: somatic examination with no finding. According to the reporter, no direct or certain link between essure and: the sufferings experienced by the patient. The esthetic damage (difficulty in moving, due to asthenia, arthralgia, myalgia, pain in left ankle). The permanent functional deficit (15% : minor cognitive disorders of 5% and chronic muscle pain of 10%). The work stoppage. The sexual damage (menopause, menometrorrhagia, dyspareunia). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Allergy test - on an unknown date: retarded hypersensitivity to nickel; on (B)(6) 2017: nickel in blood negative (<0.1¿g/l). Magnetic resonance imaging - on (B)(6) 2019: pelvis showed no thickening of endometrium, but features suggesting adenomyosis; on (B)(6) 2019: pelvis showed presence of adenomyosis.. X-ray - on (B)(6) 2017: presence of small metallic fragments adjacent to the left and right uterine areas. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2021: reporter´s information was updated and a new reporter (lawyer) was added. First and last name from the primary reporter were also updated. Patient¿s initials changed and lab data added. Furthermore, the events amnesia, dyspareunia, mixed anxiety and depressive disorder, cognitive disorder, menometrorrhagia and menopause were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-oct-2017. The most recent information was received on 06-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragments detected on x-ray'), pelvic pain ('pelvic pain'), allergy to metals ('allergy to nickel / skin allergy with nickel') and multiple episodes of back pain ('lumbar pain') in a 52-year-old female patient who had essure (batch no. 772491) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis on (B)(6) 2010, uterine polypectomy on (B)(6) 2010, arthroscopy (left ankle ligament tear (not due to trauma)) on (B)(6) 2010, pregnancy in 1991, caesarean section (due to breech position) in 1991, amygdalotomy in 1974, nickel sensitivity, tobacco user (10 to 15 cigarettes per day, for 25 years), pollen allergy (eye and nose) and muscle pain. Previously administered products included for an unreported indication: intra-uterine device (not specified) until (B)(6) 2010. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("significant fatigue"), myalgia ("muscular pain / disabling myalgia / chronic muscle pain"), thermal burn ("burns") and insomnia ("insomnia / sleep disorders"). In 2012, the patient experienced pain ("pain in the entire body"), dysmenorrhoea ("very painful menstruations"), sciatica ("sciatic problem in the back"), arthralgia ("articular pain / pain in the left ankle"), tendonitis ("several tendinitis") and asthenia ("no energy / marked asthenia"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"), 4 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced burning sensation ("burning-type paresthesia"). In 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus. On (B)(6) 2019, the patient experienced mixed anxiety and depressive disorder ("anxio-depressive syndrome"). On (B)(6) 2020, the patient experienced the first episode of back pain ("lumbar pain") and gait disturbance ("pain and pain in left ankle causing limping / difficulty in moving") and was found to have weight increased ("recent weight gain of 10 kg"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), the second episode of back pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia"), menopause ("menopause"), complication of device removal ("essure fragments detected on x-ray"), amnesia ("memory loss") and cognitive disorder ("minor cognitive disorders"). The patient was treated with amitriptyline hydrochloride (laroxyl), levocarnitine (levocarnil) and surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) -2017. At the time of the report, the pelvic pain, allergy to metals, the last episode of back pain, pain, menometrorrhagia, dysmenorrhoea, dyspareunia, menopause, sciatica, fatigue, arthralgia, myalgia, tendonitis, asthenia, thermal burn, complication of device removal, burning sensation, gait disturbance, weight increased, amnesia, mixed anxiety and depressive disorder and cognitive disorder outcome was unknown, the fibromyalgia had not resolved and the insomnia was resolving. The reporter considered allergy to metals, amnesia, arthralgia, asthenia, burning sensation, cognitive disorder, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, insomnia, menometrorrhagia, menopause, mixed anxiety and depressive disorder, myalgia, pain, pelvic pain, sciatica, tendonitis, thermal burn, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she had a sick leave in 2014. Symptoms worsened and she learnt about the adverse events under essure last summer. The patient was worried due to the intervention. She hoped to live again, and that pain resolved. No change in clinical symptoms after the removal of essure in (B)(6) 2017 by bilateral salpingectomy. Since (B)(6) 2018, her symptoms were stable. She refused to undergo a hysterectomy. The remaining fragment of essure did not contain nickel but platinum. On (B)(6) 2019, a slight anxio-depressive syndrome was diagnosed. On (B)(6) 2020 she reported that was currently treated with laroxyl, which improved her sleep. On (B)(6) 2020, no bone lesion in the ankle. Medical expertise dated (B)(6) 2020: somatic examination with no finding. According to the reporter, no direct or certain link between essure and: - the sufferings experienced by the patient. - the esthetic damage (difficulty in moving, due to asthenia, arthralgia, myalgia, pain in left ankle). - the permanent functional deficit (15% : minor cognitive disorders of 5% and chronic muscle pain of 10%). - the work stoppage. - the sexual damage (menopause, menometrorrhagia, dyspareunia) on follow up of (B)(6) 2021: in the absence of a direct and certain link, between the patient¿s fibromyalgia, and essure implants, the expert cannot attribute the symptoms to the device. The request for compensation made by the patient can only be rejected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Allergy test - on an unknown date: retarded hypersensitivity to nickel; on (B)(6) 2017: nickel in blood negative (<0.1 g/l). Magnetic resonance imaging - on (B)(6) 2019: pelvis showed no thickening of endometrium, but features suggesting adenomyosis; on (B)(6) 2019: pelvis showed presence of adenomyosis. X-ray - on (B)(6) 2017: presence of small metallic fragments adjacent to the left and right uterine areas. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-apr-2021: muscle pain added as medical history, fibromyalgia onset date updated from "2015" to (B)(6) 2015, and outcome updated from "unknown" to "not recovered / not resolved", insomnia as reported updated to "insomnia / sleep disorders" we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 18-oct-2017. The most recent information was received on 23-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure (batch no. 772491) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain ("pain in the entire body"), sciatica ("sciatic problem in the back"), dysmenorrhoea ("very painful menstruations"), fatigue ("significant fatigue"), arthralgia ("articular pain"), myalgia ("muscular pain"), tendonitis ("several tendinitis"), asthenia ("no energy") and pruritus ("burns and itching in the entire body"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). Essure treatment was not changed. At the time of the report, the allergy to metals, pain, sciatica, dysmenorrhoea, fatigue, fibromyalgia, arthralgia, myalgia, tendonitis, asthenia and pruritus outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, dysmenorrhoea, fatigue, fibromyalgia, myalgia, pain, pruritus, sciatica and tendonitis to be related to essure. The reporter commented: she had a sick leave in 2014. Symptoms worsened and she learnt about the adverse events under essure last summer. The patient will remove essure on (B)(6) 2017. The patient was worried due to the intervention. She hoped to live again and that pain resolved. Diagnostic results: the patient was allergic to nickel (confirmed by allergic test). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-oct-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 327 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2017: quality-safety evaluation of ptc. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.